Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the calcified right common femoral artery via 6fr sheath using the perclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the proglide devices failed to deploy, a cuff miss occurred with the three proglide devices. An additional proglide device was used for successful suture placement using the perclose technique. The sheath was upsized to 8fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the suture of the proglide devices failed to deploy, a cuff miss occurred with the five proglide devices. No additional information was provided.